Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. The battery cap was not missing or damaged. The insulin pump was also exposed to moisture. Troubleshooting was performed. The customer will discontinue use of the insulin pump.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged frozen display and moisture damage on event date (B)(6), 2022. Device received with a backlight anomaly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to an observed no motor movement or negligible movement. Retries to free a stuck motor failed during testing, followed by a critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history/trace files. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus. Unit was monitored and no frozen display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A critical pump error (open book image) alarm and no motor movement or negligible movement. Retries to free a stuck motor failed was observed during testing on (B)(6), 2022 08:22:53.000; no motor movement or negligible movement. Retries to free a stuck motor failed due to a gearbox jammed. Device was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor and the force sensor. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube), battery tube threads - cracked, label damage (faded serial number label) and corroded battery tube. In summary, customer allegations for frozen display not confirmed. No motor movement or negligible movement. Retries to free a stuck motor failed observed during testing due to a gearbox jammed, critical pump error (open book image) alarm observed due to moisture damage on the force sensor and backlight anomaly observed due to moisture damage on electric board. Unable to download history/trace files. Moisture damage noted on electric board and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.